Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips-tips. The instrument was installed on an in-house system where, it failed the clip test due to misapplication of the clip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the 8mm medium-large clip applier instrument were misaligned. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.